Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an intermittent infusion plug. The customer reports the clinicians could not remove the catheter from the intermittent infusion plug; it felt as though it was somehow bonded. This required excessive force to remove and they actually broke the plastic connector. The pt was admitted to the hospital (from the dialysis center) for the removal and replacement of the catheter. Antibiotics were used for prophylaxis.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.